Manufacturer narrative:
As the result of the investigation, it is confirmed that a position discrepancy occurs under the two conditions below, between the plan based on CT and the dr image taken at the pbts, when using the pias 3d-2d matching mode for the patient positioning. Slice deficiency occurs in CT data due to the data receiving failure. The deficient count out of the CT slices results in the position discrepancy by the length multiplying the deficient count by the slice pitch. Total count of CT slices is odd. This results in the position discrepancy of the half length of the slice pitch.

Event description:
On (B)(6) 2019, at a hospital in (B)(6), abnormal images for positioning in the particle beam therapy system (pbts) were found prior to the treatment. The images were loaded from the CT image database in pias (positioning image analysis system) installed in the pbts. The images were unusual, thus they were not used, then the treatment was carried out rightly using the other plan instead. On (B)(6)2019, as per the investigation, it was found that the slice deficiency in CT data which registered in the pias had occurred once in a while, and it had caused the image abnormality for the positioning. And also, it had brought the discrepancy between the target position in the plan and that in the real beam position. The retrospective investigation was started for all the patients received the treatments since (B)(6) 2018, the treatments began at that time. On (B)(6) 2019, as a result, some patients were found to be received the treatments with the position discrepancy due to the CT slice deficiency. Particularly, one of the patients was received the treatment with the discrepancy of 3.2 mm. Two times of the treatment with 3.2 mm discrepancy were conducted out of total sixteen treatments. No adverse event for all the patient has been reported. Supplemental: reason for submission- delay despite the first submission was carried out on (B)(6) 2019.